Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant. The analyst also noted: confirmed helix was damaged.

Event description:
It was reported that during the inspection of the lead helix it showed to be a little extended. After continuous use the physician tried to repair it put the abnormality got worse. The lead was replaced. No patient complications have been reported as a result of this event.